Event description:
During use in the or, anesthesiologist observed "spo2 module malfunction" when using ge pdm with solar patient monitor. Changed out and re-seated spo2 cables with no effect. Ge responded by sending engineering on-site to assess, evaluate situation and perform testing. Upon testing, ge worked with masimo to determine root cause. Latched error message thought to be caused by fluid ingress in the masimo cable (where contact is made) due to cleaning in the or between cases. Biomed worked with masimo to change out lnop cable to lncs cable which is less prone to fluid ingress issues. Will keep observing with new cables. Ge issued an itrak to work on disable latching of probe/ module malfunction message if a new cable is attached.